Manufacturer narrative:
H10 additional narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 11500a23 valve was explanted after approximately four/five years of implant duration due to degeneration. A mechanical valve was implanted in replacement. This case involve a young female patient.

Manufacturer narrative:
H10: additional manufacturer narrative: a device history record (DHR) review was unable to be performed because the serial number is unknown. The device was not returned to edwards lifesciences for further investigation, and no medical records or images were provided. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a manufacturing non-conformance. Based on the information available, a definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. There is no evidence to suggest an edwards manufacturing defect.